Event description:
The registered nurse (rn) contact product surveillance on (B)(6) 2011 regarding the caregiver (cg) bringing her a cassette with what appears to be small punctures on the sheeting of the cassette. The rn stated that it looked like the machine that makes the perferated edges had cut onto the cassette. The cassette was unused. The still had the cassette and the original packaging. The rn will hold the cassette for evaluation. There was no patient injury or medical intervention indicated at the time of the initial report. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint is for this damaged complaint was confirmed, and cause code was determined as manufacturing issue. The sample was returned for evaluation, and the problem was confirmed in the lab. Batch review results were acceptable.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.